Manufacturer narrative:
The insulin pump was received with no button response due to unlocked the keypad connector on the lcd board. No moisture damage was found inside the insulin pump noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the b button was not working and the act button was hard to push. The customer's blood glucose was 224 mg/dl at the time of incident. The customer stated that he recalled that it was raining. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.